Event description:
It was reported when using the bd pyxis¿ medstation¿ es, keyboard was failed to function and tried to reboot/ recover the keyboard, but issue doesn't resolve. The customer reported that the malfunction caused a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's keyboard failed, and it was unable to recover. The field service engineer (fse) had tried different universal serial bus ports on the docking station for the keyboard, but the issue still persisted. The fse had resolved the issue by installing a new keyboard and changing the power management settings for the universal serial bus ports and it would not be controlled by the operating system to go to sleep. The system functioned as intended after the field service engineer repaired the device.